Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure (rbp) and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst and contrast leak was noticed. The procedure was completed with another of the same device. No patient complications reported and the patient was fine.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst and contrast leak was noticed. The procedure was completed with another of the same device. No patient complications reported and the patient was fine.